Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a supply bag was not properly connected to the cassette. This issue was noticed during priming. A technical service representative (tsr) assisted the care giver (cg) with ending therapy. The cg planned on completing therapy with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown. Should additional relevant information become available, a supplemental report will be submitted.